Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that district nurse attended to patient in their home on (B)(6) 2025 to change PICC line dressing. When flushing PICC line district nurse noted saline flush leaking from external part of PICC catheter. District nurse contacted helpline and removed PICC as advised. Ukon assessment completed and patient comfortable district nurse placed fractured PICC line in clinical bag. Device was inserted (B)(6) 2025 and secured with securacath. It was removed (B)(6) 2025 and will need to be replaced. New PICC insertion appointment scheduled on morning of next treatment day.